Event description:
Reporter stated that, on 3 occasions, while priming the device, insulin leaked into the device's cartridge chamber. No error messages were generated by the device. Reporter indicated that there was no apparent damage to the insulin cartridges, prior to inserting them into the device. Patient's blood glucose was not affected and no treatment was received.